Event description:
It was reported that the device needed service. During the device evaluation ventec observed that the ventilator measured lower peep (positive end expiratory pressure) than set, and that both its exhaled tidal volume (vte) and inspiratory tidal volume (vti) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 - section b5, describe event or problem, of the initial medwatch report indicated: it was reported that the device needed service. During the device evaluation ventec observed that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have indicated: it was reported that the device needed service. During the device evaluation ventec observed that the ventilator measured lower peep (positive end expiratory pressure) than set, and that both its exhaled tidal volume (vte) and inspiratory tidal volume (vti) levels were low. There were no reports of patient involvement associated with the reported event. Section h10, additional manufacturer narrative, of the initial medwatch report indicated: h6: the device was evaluated by ventec where the reported issues of lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was solenoid valve 5 (sv5) located on the flow board of the ift. Section h10, additional manufacturer narrative, of the initial medwatch report should have indicated: h6: the device was evaluated by ventec where the reported issues of lower peep (positive end expiratory pressure) than set, as well as and low exhaled tidal volume (vte) and inspiratory tidal volume (vti) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was solenoid valve 5 (sv5) located on the flow board of the ift.

Manufacturer narrative:
The device was evaluated by ventec where the reported issues of lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was solenoid valve 5 (sv5) located on the flow board of the ift.

Event description:
It was reported that the device needed service. During the device evaluation ventec observed that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.